Event description:
It was reported that during left middle cerebral artery (mca) procedure, the operator delivered the subject balloon to the target site and attempted to inflate it. However, the subject balloon did not expand and thus, was withdrawn from the patient's anatomy. The external pressure testing was performed which revealed the subject balloon leakage. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during left middle cerebral artery (mca) procedure, the operator delivered the subject balloon to the target site and attempted to inflate it. However, the subject balloon did not expand and thus, was withdrawn from the patient's anatomy. The external pressure testing was performed which revealed the subject balloon leakage. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Section b1 adverse event/product problem - corrected - no product problem. Section h1 type of reportable event - corrected - no malfunction. H4 manufacturing date ¿ added. H3 device evaluated by mfg ¿updated. D4 expiration date - added. D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. D4 gtin - updated. Based on the results of the device history record (DHR) review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. During visual inspection balloon catheter was seen to be kinked /bent. The inflation lumen of the catheter shaft was not fully visible due to procedural fluid present. There were no anomalies found on the balloon and the tip. During functional inspection the balloon couldn¿t be fully inflated however there was no leak noted. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The as reported (ar) event: 'balloon leaked during use' was not confirmed. The second ar event: 'balloon failed to inflate' was confirmed during analysis. The analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information received indicates that the device was prepared for use as per the directions for use. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition during preparation/prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure. It was reported that 'after establishing the access pathway, the physician selected a balloon for the dilation. Upon successful delivery of the balloon to the target site, the physician attempted to inflate it using a pressure pump but found that the balloon did not expand. The balloon was then withdrawn from the body for external pressure testing, which revealed balloon leakage. Subsequently, the physician replaced it with a balloon of the same model, repositioned it, and successfully performed the dilation'. The device was returned for analysis and the balloon catheter shaft was noted to have a minor kink/bend. There was dried procedural fluid present inside the inflation path port of the moulded hub. Water was injected through the inflation port and the balloon was partially inflated but it was not possible to fully inflate the balloon. This is most likely due to the dried procedural fluid present in the inflation path or due to a restriction caused by the kink along the catheter shaft. From observing the partially inflated balloon it was possible to state that there was no leak noted from the balloon or any other part of the system. An assignable cause of procedural factors has been assigned to the as reported event: 'balloon failed to inflate' and to the as analysed events: ¿balloon catheter kinked/bent¿ and ¿balloon difficult to inflate¿ as this complaint appears to be associated with a product that met the manufacturers design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use. An assignable cause of not confirmed has been assigned to the ar event: 'balloon leaked during use'. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.